Event description:
Customer reported the right monitor went white during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter. System operates as intended. This MDR is related to ge healthcare complaint.